Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the trunk cable connector was stuck to the monitor cable connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.